Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with food. The customer reported that the auto mode continued giving insulin. Customer's blood glucose level was 50 mg/dl and the sensor glucose reading was 70 mg/dl. Troubleshooting was declined for low blood glucose. No further information was stated. The customer did have the auto mode feature activated at the time of the incident. Ozo-unknown model-sensor. Frn-unknown model-reservoir.